Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. An additional site history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 14-may-2021 for a procedure on (B)(6) 2021 on system (B)(4). While various system messaged were recorded, there were no observed events in the system logs that would suggest a product issue specific to a tip-up fenestrated grasper instrument and logged events are in line with normal system functionality. A review of the instrument logs was also performed. There were three recorded tip-up fenestrated grasper instruments in this procedure and were as follows: tip-up fenestrated grasper pn: 470347-11 // ln: n10201123-0217 // sn: (B)(4) which was in use 0:46:34 minutes, was used once during the procedure, and it had 7 of 10 uses remaining // tip-up fenestrated grasper pn: 470347-11 // ln: n10201123-0208 // sn: (B)(4) which was in use 0:04:34 minutes, was used once during the procedure, and it had 5 of 10 uses remaining // tip-up fenestrated grasper pn: 470347-11 // ln: n10200406-0197 // sn: (B)(4) which was in use 1:18:00 (one hour and eighteen minutes), was used once during the procedure, it had 7 of 10 uses remaining, and it was used in a subsequent procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. The customer alleged that a tip-up fenestrated grasper instrument cable broke. While this event does not meet the criteria of a reportable malfunction, it does meet the criteria of a reportable adverse event. It was initially reported that a broken cable of a tip-up fenestrated grasper instrument had allegedly ¿perforated/scratched parts of the patient's lung" upon instrument removal which allegedly resulted in, "a small leak from a puncture in the lungs" for which unknown medical intervention, if any, was required. At this time, the root cause of the intra-operative complication, severity of the alleged leak, and whether medical intervention was required are unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the reporter is not available. It is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure on (B)(6) 2021, a cable broke while the surgeon was using a tip-up fenestrated grasper instrument. As the customer attempted to remove the instrument from the patient, the damaged instrument had allegedly, ¿perforated/scratched parts of the patient's lung" resulting in what was described as "a small leak from a puncture in the lungs" for which unknown medical intervention, if any, was required. The procedure completed robotically with use of a backup tip-up fenestrated grasper instrument. The patient was reported as being in stable condition. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but has not yet received a response.